Event description:
The pt was complaining of pain and the surgeon determined that poly insert which was implanted initially was too thin. The surgeon revised the knee by implanting a thicker insert. Ref MFR# 3005180920-2014-00201.